Manufacturer narrative:
Product is a 34310ms-d, date code rt03, and was shipped to our customer on 4/16/2019.

Manufacturer narrative:
Our evaluation found the distal end insulation is torn. The insert has been in use for approximately 3 years.

Event description:
Allegedly, during an appendectomy procedure, while the doctor was cauterizing inside, he was too close to the bowel and hit it but did not perforate the bowel.